Event description:
It was reported by maude event report# (B)(4) patient returning to operating room with complaint of abdominal discomfort. "Noticeable tear" in band reported my doctor. Contact information unknown. Unable to follow up.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.(B)(4).